Event description:
During laparoscopic cholecystectomy a valleylab laparoscopic electrode was used. The surgeon stated it was arcing. Another one was opened and it also arced. There was no injury noted to the pt.